Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft at 10mm and 20mm distal to the distal end of the tip. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink measured at 205 mm proximal to the distal end of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50 x 28 synergy drug-eluting stent (des) was advanced for use. However, the stent was damaged while delivering to the lesion over samurai guidewire. The procedure was completed with a 2.5x24mm synergy des. There were no patient complications nor injuries reported and the patient was doing great.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50 x 28 synergy drug-eluting stent (des) was advanced for use. However, the stent was damaged while delivering to the lesion over samurai guidewire. The procedure was completed with a 2.5x24mm synergy des. There were no patient complications nor injuries reported and the patient was doing great.